Manufacturer narrative:
Intuitive surgical inc. (Isi) received the power supply switcher involved with this complaint and completed the device evaluation. The failure analysis was able to reproduce the reported failure. The unit failed to power on when installed into an in-house test system. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, as the instruments were being inserted, the system faulted with a non-recoverable error and all arms went red. The customer then noticed that the surgeon side console (ssc) had shut down and had no power. The customer rebooted the system multiple times and at different outlets but the issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to once again power cycle the ssc and to change outlets but the issue reoccurred. The customer confirmed that the procedure was completed using a ssc from another da vinci system. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and replaced the power supply switcher to resolve the issue. The power supply is a hardware component that supplies the ssc with power.